Manufacturer narrative:
Event date is estimated. Explant date is unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient underwent a system explant in 2015 for a unknown reason. No other information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.